Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, when connected to the elite xenon light source, the 260 series scope displayed a visible image, while the 290 series scope displayed a poor quality image. The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the suggested event occurred due to failure of the output connector. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use of a diagnostic unspecified procedure.